Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly elected for removal of the device due to discomfort and perceived lack of benefit. The device was functioning. The recipient's device was explanted. The recipient will not be reimplanted.

Manufacturer narrative:
(B)(4). The recipient has reportedly recovered from surgery. The external visual inspection of the device revealed a dented bottom cover and a cut electrode prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. However, lock could not be obtained due to esd damage caused to this device. This is the final report.